Event description:
On 21-mar-2022, the following information was reported to kci by the patient's family member: the patient was discharged from the skilled nursing facility on (B)(6) 2022 with the activ.a.c.¿ therapy system in place. The patient was allegedly on the activ.a.c.¿ therapy system from (B)(6) 2022 to (B)(6) 2022 without a v.a.c.® dressing change. The home health was not set up upon discharge and wound care and primary care physicians would not change the v.a.c.® dressing. The patient was taken to the emergency room due to a foul smell at the wound site and concerns of infection. The patient allegedly developed an infection, was admitted on (B)(6) 2022 and underwent a toe amputation. No additional information was provided. The v.a.c.® dressing identifier was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and subsequent amputation is related to the v.a.c.® dressing. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The patient was noted to have osteomyelitis prior to activ.a.c.¿ therapy system placement. The v.a.c.® dressing was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Transition patients between care settings: if the post-acute v.a.c.® therapy unit is not available or discharge, and therapy will be off for more than two hours, remove the v.a.c.® therapy dressings before the patient is discharged. Apply an alternative dressing, such as wet to moist gauze, as approved during times of extreme need, until the new v.a.c.® therapy unit is delivered, and appropriately trained personnel are prepared to provide on-going care of the patient. V.a.c.® therapy should not be discharged with a patient if the clinician has a question about the availability of appropriately trained personnel. V.a.c.® therapy dressings should be removed and an appropriate alternative dressing applied until trained personnel are secured by the healthcare provider and a v.a.c.® therapy unit is delivered. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat, and purulence may be absent or decreased. Special dressing techniques may be considered.